Manufacturer narrative:
Meter involved in incident was returned for evaluation. Meter was evaluated with retain strips of specified lot and performed to specification. No failure detected.

Event description:
Facility has had the meter for 6-9 months. No debris around the test strip port. Around 7 am the nurse performed a blood test on a patient. The first reading was lo and the second reading was 110. Readings were performed about one minute a part. The facility did not perform a control solution test as the caller did not have control solution. Serial number is rubbed off. Assigned temporary serial (B)(4). The patient was stable and needed no medical intervention. They store the meter and strips on a med cart. The readings provided fell in zone c on parkes consensus grid. Replaced meter, test strips and sent return label.